Event description:
It was reported that during a clinic visit, this pacemaker was found to exhibit inappropriate pacing and r wave undersensing in bipolar configurations. When device was changed from bipolar to unipolar configurations, electromagnetic interference (emi) oversensed noise was observed. The physician suspected a fracture on the right atrial (ra) lead as possible cause. A revision procedure was performed, the ra lead was surgically abandoned, and the pacemaker was explanted. The products were replaced with a new lead and pacemaker device successfully. No additional adverse patient effects were reported.